Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was determined the reported difficulty to advance, tip separation and treatments appear to be related to operation al circumstances of the procedure. In this case, based on the reported information, it is likely that the challenging anatomical conditions were the result of the difficulty to advance. Manipulation against resistance likely caused the tip to separate against the anatomy. Additionally, the treatment appears to be related to the operational context of the procedure as the separated guide wire tip remained stuck in the calcification and a stent was used to secure the separated guide wire tip against the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery (sfa) with heavy calcification and no tortuosity. The command guide wire was advanced to the target lesion and during the attempt to cross the heavily calcified lesion, the tip broke off. The separated guide wire tip remained stuck in the calcification and a stent was used to secure the separated guide wire tip against the vessel wall. There was no adverse patient sequela. No additional information was provided.